Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted a strip lot evaluation and concluded that the complaints associated to this lot do not require escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultramini meter read inaccurately high compared to another meter (brand not reported). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2021. The patient reported obtaining blood glucose readings of ¿398 mg/dl¿ with the subject meter and ¿323 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient manages their diabetes with insulin twice daily and when required based on blood glucose readings. The patient reported administering an increased dose of insulin in response to the alleged issue. An unspecified time after the insulin was administered, the patient claimed they felt ¿sick¿ and were treated by the nurse at their place of work with food (fruit). At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the test strips had been stored correctly. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.